Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the post implant balloon dilatation was considered due to mild paravalvular leak (pvl).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve implantation, the physician attempted to withdrawn the delivery catheter system (dcs) from the patient, however the non-medtronic (safari) wire became stuck within the dcs. The dcs was not able to be removed without also removing the wire. The implanting physician mentioned that no aggressive techniques were used to remove the dcs. The implanting physician lost wire access as a result and was not able to perform a post implant dilation or use a closure device. No adverse patient effects were reported. Additional information was received that during the valve implant, the post implant balloon dilatation was considered due to mild paravalvular leak.

Manufacturer narrative:
Updated data: d9. H6. Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, dcs was received without a valve loaded within the capsule and with the returned guidewire fully removed. The device was received with the nosecone over-captured by the capsule and the end cap/screw gear snap fit connected. Visual analysis showed a slight bend to the capsule, a kink to the stability shaft, and damage was observed on the threading of the screw gear. The handle and tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Functional testing revealed the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Visual analysis of the returned non-medtronic (safari) guidewire revealed its outer threading was partially detached and stretched past the distal end of the core wire. The distal end of the core wire was exposed. Stretching was visible to the outer threading at points along the guidewire where it had separated from the core wire. There was a kink to the guidewire, and just distal to the kink site there was bunching visible to the outer threading. At the bunching site, scraping to the outer threading was visible. During functional testing, a 0.035-inch guidewire was attempted to be backloaded through the dcs and resistance was met at the stability shaft kink site; however, the guidewire was able to be fully inserted and removed from the dcs. The reported events interaction issues with guidewire and difficult to remove/withdraw could be confirmed in the analysis due to the condition of the returned guidewire and the resistance noted during insertion of an in-house guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve implantation, the physician attempted to withdrawn the delivery catheter system (dcs) from the patient, however the non-medtronic (safari) wire became stuck within the dcs. The dcs was not able to be removed without also removing the wire. The implanting physician mentioned that no aggressive techniques were used to remove the dcs. The implanting physician lost wire access as a result and was not able to perform a post implant dilation or use a closure device. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.